Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was near syncope and it was noted that there was evidence of a small pericardial effusion near the right ventricle and increased sensing integrity counter (sic) was observed. No further patient complications have been reported as a result of this event. It was also reported that the patient was a participant of the product surveillance registry.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and thresholds and a possible fracture. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Event description:
It was further reported that the lead integrity alert (lia) had triggered due to the high pacing impedances and sic. Loss of capture was also noted.